Event description:
A cartridge alarm was activated in the pump while the customer was in a hyperbaric chamber. Blood glucose levels remained within the range of 108 mg/dl, indicating no adverse impact to the customer¿s level. Customer was advised by technical support to monitor the pump's system performance, and this guidance was acknowledged.